Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device was unable to power on via battery and ac power. In this condition, the reported issue was not observed during testing. Additionally, the customer battery was not returned with the device.

Event description:
The customer reported the rad-97 "suddenly shutdown after 3 minutes." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-97 "suddenly shutdown after 3 minutes." No patient impact or consequences were reported.